Event description:
The device was used to monitor a patient complaining of dizziness. At some point during the use, the device lost power. The device operator turned the device back on however the monitor display was blank and the service indicator was illuminated. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.